Event description:
It was reported that a spectrum pump had a malfunctioning keypad. The customer stated the #1 key gives double output and the #2, and #4 key are inoperable. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter and evaluated the device. The device was found out of spec in relation to the reported symptom, which was reproduced. The device eval confirmed the #0, #1, #2, #3, (.), #4, #5, #6, #7, #8 and #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #1 key will occur following the selected key's function (e. G. When the #2 key is pressed 21 will be displayed. When in alphabetic mode and the def key is selected, da will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.